Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00090. (B)(6). The device was manufactured may 15-16, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the bladder had ruptured. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured after filling. There was no patient involvement. No additional information is available.